Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device ¿ uterus / small portion of the metal springs perforating through the uterus into the proximal fallopian tubes") in an adult female patient who had essure (batch no. 975393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's concurrent conditions included perineal pain, iron deficiency anemia, uterine bleeding and muscle spasms. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the pelvic pain and headache had resolved. The reporter considered headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - essure insertion date previously reported in (summon) as (B)(6) 2013 and as per mr insertion date is (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device ¿ uterus / small portion of the metal springs perforating through the uterus into the proximal fallopian tubes") in an adult female patient who had essure (batch no. 975393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's concurrent conditions included perineal pain, iron deficiency anemia, uterine bleeding and muscle spasms. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the pelvic pain and headache had resolved. The reporter considered headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - essure insertion date previously reported in (summon) as (B)(6) 2013 and as per mr insertion date is (B)(6) 2012. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received ¿ case become valid with incident. New event uterine perforation, pelvic pain, vaginal hemorrhage, menorrhagia, migraine, headache and device monitoring procedure not performed were added. Product information lot number, indication, essure insertion date update and essure removal date were added. Patient information date of birth, height and race were added. New reporter and consumer address were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.